Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high, out of range impedances, high capture thresholds, helix retraction difficulty, and dislodgement issues. The lead was initially placed in the apex, and the lead parameters were checked (r wave-12 mv, threshold 2.1 v @ 0.4 ms), but while removing the stylet, the lead dislodged. The physician changed the position of the lead and placed it at mid septum (r wave -16mv, threshold 2.2v @ 0.4 ms); however, the lead dislodged again. The physician repositioned the lead in the apex again (r wave-13mv, threshold-2 v @ 0.4 ms, impedances 1804 ohms). The threshold and impedance measurements were not stable and were increasing. The threshold measurements were 2.7 v @ 0.4 ms, and the impedance measurements had increased to 2940 ohms. The physician tried again to reposition the lead in the apex; however, the helix mechanism could not be retracted, even after 25 rotations were performed. The lead was removed from the patient, and the helix mechanism was tested on the table, but was still unable to be retracted. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The helix difficulty allegation was confirmed based on the helix housing being clogged with dried blood/body fluid. Blue fibers were also noted on the helix which may have been a contributing factor. The dislodgement allegation was not confirmed by product analysis.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high, out of range impedances, high capture thresholds, helix retraction difficulty, and dislodgement issues. The lead was initially placed in the apex, and the lead parameters were checked (r wave-12 mv, threshold 2.1 v at 0.4 ms), but while removing the stylet, the lead dislodged. The physician changed the position of the lead and placed it at mid septum (r wave -16mv, threshold 2.2v at 0.4 ms); however, the lead dislodged again. The physician repositioned the lead in the apex again (r wave-13mv, threshold-2 v at 0.4 ms, impedances 1804 ohms). The threshold and impedance measurements were not stable and were increasing. The threshold measurements were 2.7 v at 0.4 ms, and the impedance measurements had increased to 2940 ohms. The physician tried again to reposition the lead in the apex; however, the helix mechanism could not be retracted, even after 25 rotations were performed. The lead was removed from the patient, and the helix mechanism was tested on the table, but was still unable to be retracted. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.